Event description:
International customer reported that a pt experienced severe blood loss approximately two hours following a ventricular septal defect repair. The pt was returned to surgery. The surgeon reports that the suture appeared broken/ split. The pt remains comatose.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.